Manufacturer narrative:
Date of birth unavailable from facility. Weight unavailable from facility.

Event description:
Patient scheduled for 2 lead removal and reimplantation of an MRI complaint system. Lld ez devices were inserted into both leads and deployed. The rv lead was successfully removed with a 12f glidelight. Upon attempted removal of the ra lead with the 12f laser sheath, a binding site was observed in left innominate vein, midway towards the svc (superior vena cava). A 14f glidelight was utilized to overcome the binding, and tracked inferior from the innominate, svc, and then into the right atrium. Upon entry of the 14f glidelight into the right atrium, the patient's blood pressure dropped. Rescue protocols were initiated immediately; a sternotomy revealed a tear that extended from the innominate to the inferior aspect of the svc, approximately 11 cm in length. Despite rescue efforts and attempted injury repair, the patient did not survive.